Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device has been returned for evaluation. Visual inspection, leak testing, clamp function test, and clear passage testing was performed on the device with no issues noted. The device was run on the homechoice in a simulated therapy with no problems. The device was determined to meet product specifications related to the reported event; therefore, the reported event could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The technical service representative advised the hp to end therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The hp stated they would restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.